Event description:
The customer reported his sensor readings were vastly different from his blood glucose. The customer's blood glucose was 166 mg/dl while his sensor gave a reading of 114 mg/dl. The customer stated that when the differences are great while his insulin pump goes into threshold suspend, he will calibrate. The customer further stated the sensor adhesive was not adhering after showers. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.